Event description:
It was reported that the user consumed breakfast without a meal announcement and experienced elevated glucose readings, with the cgm showing 227 mg/dl while capillary readings were 194 mg/dl decreasing to 184 mg/dl after calibration; the pump and infusion site showed no signs of leakage, and the user did not use backup therapy, test ketones, or receive medical intervention. Symptoms included transient dizziness during the glucose rise that resolved. Outcomes included no hospitalization, no emergency care, and self-management with device-guided correction. Investigation included remote troubleshooting and user education, including performing a fingerstick confirmation and entering a calibration into the ilet. Investigation of this case revealed a missed meal announcement as the precipitating factor for hyperglycemia with cgm-capillary discordance addressed by calibration, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement leading to transient hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.